Manufacturer narrative:
H6-device code 1494: off-label use (acd < 3.0mm). Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo 12.6 implantable collamer lens of diopter -5.50 into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a shorter length lens due to excessive vault. The problem was resolved. The cause of the event was reported as unknown.